Event description:
1996 insertion of swanson silastic mcp replacements in pt. 1/2000 increasing pain and swelling. In 2000 prosthesis removed. Fragmentation of silastic and metal grommet noted. Metallosis of tissues. New joints not reinserted. Joints x2 left as pseudoarthrosis. No sign or evidence of infection.